Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital their blood glucose (bg) values fluctuated dropping to 47 mg/dl, then raising to 220 mg/dl. The patient was nervous, had a high heart rate, shaking and felt nauseous. For treatment, the patient was given intravenous (IV) drips, 10% dextrose, zofran and diagnostic tests. The pod was worn between 1 and 4 hours on the infusion site. The patient was discharged after 4 hours.